Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, ongoing resume pump alarms occurred. Pump data review by tandem technical support confirmed the customer manually stopped insulin delivery, however the customer maintained that the pump was not functioning as intended. The customer declined to provide additional information regarding the issue. Reportedly, the customer continued to use the pump for insulin therapy.